Manufacturer narrative:
Section d6a: implant date: not applicable. The device is not an implantable device. Section d6b: explant date: not applicable. The device is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a user who had used consept 1-step reported a foreign body sensation in the left eye for the past few days and subsequently consulted an eye doctor. The doctor mentioned that it might be an allergic reaction to the contact lenses and also explained that it could occur if the lenses are not properly cleaned. The user was told that the inside of the left eyelid was generally inflamed with small bumps, and the inside of the right eyelid was also irritated. The user did not feel any discomfort in the right eye. The doctor prescribed eye drops and stated that the condition might improve. No further information was provided. Note: two product lots were reported for this issue. It is unknown which product was used in which eye. A separate report will be submitted for the other product. Reports are not split by eye or by model number; therefore, both eyes will be included in the report associated with the same model number.

Manufacturer narrative:
Corrected data: upon further review of the file, clinical code 1869 was added to capture issue of foreign body sensation. The field was updated accordingly: health effect - clinical code: 1869 - foreign body sensation in eye additional information: section h3. Device evaluated by manufacturer? Yes device evaluation: product evaluation cannot be performed as the product was discarded. The retain sample for filled bottle of the suspected lot was tested and met specification. It could not be determined that the event was caused by the bottle of solution based on the current information. No escalation is required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.